Event description:
It was reported prior to using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a mix of product in one box. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - catalog 442021. Batch no. Unknown. Customer reported a missing component. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The photos provided by the customer showed an incorrect carton case used for plastic bottles and mixed bottles. Bactec bottles are not shipped in the condition seen in the photos. This is an event that occurred during the transit of the product (shipping and/or handling). Therefore, the reported defect is not confirmed as a part of the manufacturing process. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a mix of product in one box.  No adverse impact was reported regarding the patient or user.